Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a blue screen with stop code. A technical support specialist connected to the station, which was at the station logon screen. Rebooted the device successfully with no errors observed during the reboot. Logged into the station without issue and checked the station data synchronization, which showed no errors and no issues were found with the station at this time. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a blue screen with the stop code: dpc_watchdog_violation. However, there were no delays or adverse events or injuries reported based on this event.